Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis is not attached to the main tube. Additionally, the instrument was found to have a broken main tube at the distal tip. One piece measuring proximately 3.2mm x 10.5mm was not returned with the instrument. The instrument was found to have broken grip and pitch cables. The cables were fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument's tip was tilted so that the instrument could no longer be pulled out of the trocar. The instrument was then retrieved through the abdominal wall in a tilted position, including the trocar. The tip of the instrument had to be broken off in order to remove the trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the port incision did not need to be extended. The tip was broken off by the surgical team when the instrument was outside the body and in the operating room. There were no fragments fall into the patient and therefore no postoperative complications.